Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to break in the tubing from pump to cylinder and resulting in fluid loss. The ipp was explanted and replaced. There were no patient complications reported.